Manufacturer narrative:
A follow up complte report will be submitted once all codes selection are ready.

Event description:
Philips received a complaint indicates that device had alarm. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It has been reported 01/efficia dfm100 defibrillator/monitor/machine alarm. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.